Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. Additionally, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error.

Event description:
Customer procedural error: customer reported placing the swab in the solution prior to inserting into nose with qv otc.

Manufacturer narrative:
Follow-up to correct the product code to qkp.

Event description:
Customer procedural error: customer reported placing the swab in the solution prior to inserting into nose with qv otc.